Manufacturer narrative:
Per -(B)(6) initial report. Additional information including patient age and activity level, patient medical history, operative notes and a detailed patient outcome following the revision has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted devices were discarded following the revision and thus are unavailable for examination, however, the appropriate device details have been provided and the relevant device manufacturing records have been identified and will be reviewed. A pre revision x-ray has been provided and will be reviewed at corin. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after 24 days due to dislocation.

Manufacturer narrative:
Per -(B)(4) final report additional information including patient age and activity level, patient medical history, operative notes and a detailed patient outcome has been requested in order to progress with this investigation, however, this information was not available and it was confirmed that the explanted devices had been discarded by the hospital following the revision and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The trinity cup and liner were implanted with a non-corin stem and head. Based on the available information and comments provided by the surgeon it has been concluded that the root cause of this event was possibly due to patient related conditions and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and liner after 24 days due to dislocation.